Event description:
The surgeon was attempting to load an 8.0 diopter implantable collamer lens into a sfc -45fp super funnel cartridge, and as he was pulling the lens toward the tip of the cartridge, the lens tore. The surgeon stated that he thinks the cartridge was too tight, and wouldn't let the lens slide through the cartridge. There was no pt contact. This is one of two incidents that occurred to this same pt. See MFR report number 2023826-2008-00790 for the other report.

Manufacturer narrative:
Results - a visual inspection of the returned product shows the lens is stuck in the tip of the cartridge. No visible damage to the cartridge. The foam tip plunger is bent. There is clear surgical residue on both items. It should be noted that the injector was not returned.